Event description:
It was reported that the customer was experiencing high blood glucose levels (251 mg/dl). Customer took a bolus from the pump as well as a bolus through a syringe.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.